Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and contrast keypad button were intermittently unresponsive. The bolus button was found to be punctured. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: investigation revealed that the up arrow, down arrow and contrast keypad button was intermittently unresponsive. The bolus button was found to be punctured. Unrelated to the keypad button issue, the display lens was found to be leaking, dim and discolored, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.